Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the patient came to the clinic for a refill, and the pump was flipped up vertical. They were not able to manipulate the pump back to its original position and fill the pump. The patient had lost weight recently which was considered a factor that might have led or contributed to the issue. The representative stated they tried repositioning the pump back to its original position as a means of troubleshooting. The patient was referred to neurosurgery to have the pump repositioned. The issue was not resolved at the time of the report. Surgical intervention did not occur, and it was unknown if it was planned. The patient¿s weight was unknown. The patient status at the time of report was alive and no injury. No further patient complications were reported.